Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's leads had migrated, and as a result, was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
Additional information was received stating migration was confirmed via imaging.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.